Event description:
Suture broke during a peripheral vascular surgical procedure. Incident had no adverse consequence to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur. Ethicon inc's internal control number is: 9700326-00.

Manufacturer narrative:
Samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. A product inquiry records review was conducted and there have been no other inquiries of any type received involving this batch number.